Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: >7.5 (at 11 am); lab: 5.5 (at 2pm). Pt's therapeutic range is: (2.0-3.0).

Manufacturer narrative:
Investigation pending.